Event description:
Pt was ordered maintenance intravenous fluid (mivf) to be run at 10ml/hr. Rn programmed IV pump at 10ml/hr and had the pump set to alarm for checking the IV site every 2 hours. Rn noticed at 0630 mivf 1l bag was almost empty. Rn immediately stopped the fluids, notified surgery and charge nurse of the incident as well as red tagged the IV pump for malfunction. Pump was then sent out to company for evaluation. Prior to sending to company, biomedical staff reviewed pump and determined that there were 5 consecutive programs all set to run rate = 10 ml and volume to be infused (vtbi) = 20ml.